Manufacturer narrative:
The field service representative (fsr) ran testing and found that the display had failed. The fsr replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 during laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only luo) testing equipment. The system powered on and was functioning but there was no illumination of the display. The pst verified the voltage from the single board computer (sbc) to the inverter was within specification. A luo inverter was installed into the original ccm, but the issue remained. Using a luo fixture with a switch inline between the sbc and inverter, the enable single was toggled off/on and the screen began to illuminate briefly. The output remained unreliable, and the display eventually went blank again. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) display was blank. There was no patient involvement.